Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited far r-wave oversensing on the atrial channel resulting in automatic mode switch episodes. The device was reprogrammed. No patient symptoms were reported.